Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break and contributed to the placement difficulty.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant due to placement difficulty. More specifically, the physician experienced difficulty extending the helix. It was noted the lead was straight outside the body. Thirty turns were performed, the fixation tool was removed, and thirty more turns were performed. Upon removing this ra lead, the helix was found to be extended. The decision was made to not implant this ra lead and instead implant a passive fix ra lead. There were no abnormal electrical measurements noted. No adverse patient effects were reported.